Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. In the case of this complaint it is possible that the main coil encountered friction while advancing through microcatheter and later stretched due to some procedural factors encountered during use because of which medical intervention was required. Also, as reported that a non-stryker microcatheter was used for performing the procedure it can also contribute to failure, possibly leading to as reported event. As per additional information no damage was noted to the device prior to use and the device was prepared as per device directions for use (dfu) for this product;therefore; an assignable cause of ¿undeterminable¿ will be assigned to the reported event, as the device was not returned, and the review and analysis of all available information failed to indicate an assignable cause or probable assignable cause.

Event description:
It was reported the coil stretched and was removed with a snare. There was no clinical consequence to the patient as a result of the event.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported the coil stretched and was removed with a snare. There was no clinical consequence to the patient as a result of the event.